Event description:
It was reported that the patient experienced pulse rate of 19-20 beat per minute with nausea, vomiting and diarrhea and weakness and was hospitalized for third degree av block. The device programming was determined to be related to the patient's symptoms. The device was reprogrammed and remains. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: (B)(4) implantable pacing lead (B)(6) 2012; (B)(4) implantable tachy lead (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.